Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
Patient reported direct to (B)(6) via adverse incident report reference (B)(4) and indicates that she developed a corneal ulcer after contracting an infection, incident date provided as (B)(6) 2019. Further information was received from the patient's optician at (B)(6). The patient was seen for a routine contact lens check in (B)(6) of 2018 and a fibre attached to the left epithelium with staining and no opacity was recorded. Practice was unable to remove with irrigation and moist cotton bud. The patient was referred to (B)(6) as non-urgent and instructed to discontinue lens use until fibre removed and staining gone. The patient reported by telephone that she was seen at (B)(6), there was no fibre present and the patient was discharged without treatment. Patient was seen again in (B)(6) 2018 for routine check. A foreign body was noted in the left eye that was removed when rubbed with lid. The optician also recorded one non-staining opacity, no treatment was provided, and patient was again educated on use and hygiene practices and was advised to switch to daily disposable contact lenses. In (B)(6) 2019 patient was refit to a daily disposable contact lens and has not contact the practice since. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution of the (B)(6) 2019 alleged ulcer event.